Event description:
It was reported that the user contacted support because they were unable to enter a dexcom g7 pairing code, and troubleshooting revealed the ilet screen was cracked, preventing navigation and data entry. Symptoms included no device alerts or alarms and inability to operate the user interface. Outcomes included device replacement and education on use. Investigation included complaint history review, technical support troubleshooting, and device inspection deferred pending return. Investigation of this case revealed physical damage to the display consistent with a cracked or delaminated screen that impaired functionality. It was concluded that the device experienced a hardware failure due to a damaged screen, and a replacement device was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.